Manufacturer narrative:
Patient codes were derived from information provided to inogen by the patient's daughter and documented in inogen icr number (B)(4). As of this report date, the unit has not been received from the patient's family. Device not received.

Event description:
(B)(4)

Manufacturer narrative:
Patient and device codes were derived from information provided to (B)(6) by the patient's daughter and documented in (B)(6). Since the initial report, the unit has been received from the patient's family and has been evaluated. The device was investigated and results were documented.

Event description:
(B)(4).